Event description:
It was reported to philips that the battery no longer holds a charge. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the battery. The client has a spare battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.